Event description:
A caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who arranged a replacement pump, despite the original pump being out of warranty.